Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3487a-56, lot# va0d9av, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-56, lot# va0d9av, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient was currently partially paralyzed and in a wheel chair due to a malfunction with the implanted device. The patient stated that the device fried their right leg, giving them a surge 25 times worse than being electrocuted. The patient had been in a wheel chair since the end of (B)(6) last year. The patient reported that when surgery #4 was performed on their back, the health care professional (hcp) took out the stimulator and found that one of the leads had melted against their spine. The patient mentioned that they just had a hip replacement and was in a nursing home so that they could try to walk. During follow-up on (B)(6) 2016, the patient stated that the removed stimulator and leads had been thrown away because the patient was not putting them back in. The events were clarified by the patient¿s statements that when the patient was getting out of bed in late (B)(6) 2015 and reached for their cane they felt a surge of electricity from the stimulator. This caused their legs to go weak and the patient fell. An ambulance was called and the patient was taken to the hospital. The hcp tried to tell the patient that they had a stroke, but the patient stated that ¿he knew better.¿ the patient had back surgery because of the fall and that was when the hcp discovered the stimulator had melted the lead to their spine. The patient clarified that the hip replacement was unrelated to the device or therapy. The patient was home from the rehab center and was still in a wheelchair, but they were hoping to be walking in time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the office of the health care professional (hcp) on 2016-04-15 reporting that the hcp had performed surgery on the patient (B)(6) 2015, but not in july 2015. The caller reported that the spinal cord stimulator was mentioned but the charts did not say that it was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.